Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 192t. A customer from thailand alleged that they received a potential false positive result for a patient¿s sample when tested with the kit cobas 6800/8800 sars-cov-2 192t. The customer reported that on july 26, 2021 that they observed a sars-cov-2 positive result for a patient¿s sample analyzed on the cobas® 6800/8800 system (s/n (B)(6) ). A recollected sample from the patient was tested analyzed on a different cobas® 6800/8800 system (s/n (B)(6) ) that generated a sars-cov-2 negative result. A 3rd recollected sample from the patient was tested using a non-roche assay that generated a sars-cov-2 negative result. No harm or injury was indicated.

Manufacturer narrative:
An investigation was performed and identified that the initially positive sample curve confirms a positive robust growth curve and the ic does not appear suppressed. Although new sample draws cannot be compared with each other, the patient may be generating true although low titer positive results though workflow and a contamination event during the initial sample handling cannot be ruled out. The negative testing replicate on the non-roche system can be due to the differences in technology between the systems. An investigation was done for the impacted reagent lot and no product problem was found. B5 & b6: removed incorrect references to "liat®." B6: added throat swab as a sample type, added collection tube and swab information. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 192t. A customer from (B)(6) alleged that they received a potential false positive result for a patients sample when tested with the kit cobas 6800/8800 sars-cov-2 192t. The customer reported that on (B)(6) 2021 that they observed a sars-cov-2 positive result for a patients sample analyzed on the cobas¿ liat¿ 6800/8800 system (s/n (B)(4)). A recollected sample from the patient was tested analyzed on a different cobas¿ liat¿ 6800/8800 system (s/n (B)(4)) that generated a sars-cov-2 negative result. A 3rd recollected sample from the patient was tested using a non-roche assay that generated a sars-cov-2 negative result. No harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed.